Event description:
This procedure was performed on sfa. The physician deployed a protege everflex stent and upon removal of the delivery catheter a portion of the tip of the catheter "broke off". The physician was able to retrieve it without any incident or repercussion for the patient.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.